Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on (B)(6) 2025. It was reported that the cre balloon popped and water leaked out while dilating. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.